Manufacturer narrative:
(B)(4).

Event description:
Customer reports he used the waterproof tape on his arm for a few hrs. After a while, he noticed a blister forming by the bandage, removed the tape and noted the area was raw, red, itchy and had blisters. Reportedly treated with a cortisone injection and the reaction is clearing up nicely.